Event description:
It was reported that during an ablation procedure, blue pixels presented on the edge of the tumor. The user then came off the foot pedal in an attempt to dissipate the blue pixels. The pixels did not return to normal (green) and remained blue the entire procedure. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.